Event description:
It was reported that the lead was explanted due to suspected lead perforation. At followup, high thresholds with small r-waves amplitudes were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed. The lead stiffness tip test results was normal and within product specification.